Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that about one month prior to the call, the customer was hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 886 mg/dl. The caller reported that the customer was wearing the insulin pump at the time of the incident but no insulin was being delivered. Troubleshooting was not performed at the time of the call as the insulin pump's battery cap was lost. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.